Event description:
Back flow valve malfunction, allowing secondary fluid of magnesium to back flow into primary fluid. This was verified by the primary fluid testing positive for mag. FDA safety report ID# (B)(4).